Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during catheter maintenance in preparation for dialysis, the adapter was found to be broken. It was stated that the blue luer adapter had a leak, and a minor crack was observed on the device prior to use. The catheter was in place for two months. There were no other products utilized with the device. There was no excessive force used on the device. Flushing was not performed prior to use. Tego was not utilized. No instrument was used to loosen or tighten the device. Iodine was used as the cleaning agent for the device, and povidone iodine was typically utilized for cleaning the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. As a remedial action, the catheter was repaired by replacing the cracked luer connector with a competitor's temporary tube. The treatment was continued and completed after the remedial action was performed. No repair kit used. There was no blood loss, and blood transfusion was not required. There was no intervention/treatment required as a result of the adapter issue and the event. There was no reported patient injury.

Event description:
According to the reporter, during catheter maintenance in preparation for dialysis, the adapter was found to be broken. It was stated that the blue luer adapter had a leak, and a minor crack was observed on the device prior to use. The catheter was in place for two months. There were no other products utilized with the device. There was no excessive force used on the device. Flushing was not performed prior to use. Tego was not utilized. No instrument was used to loosen or tighten the device. Iodine was used as the cleaning agent for the device, and povidone iodine was typically utilized for cleaning the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Besides the reported issue, there were no other visible defects/damages found onthe product at the time of the event. As a remedial action, the catheter was repaired by replacing the cracked luer connector with a competitor's 16 centimeters temporary tube. The treatment was continued and completed after the remedial action was performed. No repair kit used. There was no blood loss, and blood transfusion was not required. There was no intervention/treatment required as a result of the adapter issue and the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5, d4(lot # - removed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during catheter maintenance in preparation for dialysis, the adapter was found to be broken. It was stated that the blue luer adapter had a leak, and a minor crack was observed on the device prior to use. The catheter was in place for two months. There were no other products utilized with the device. There was no excessive force used on the device. Flushing was not performed prior to use. Tego was not utilized. No instrument was used to loosen or tighten the device. Iodine was used as the cleaning agent for the device, and povidone iodine was typically utilized for cleaning the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. As a remedial action, the catheter was repaired by replacing the cracked luer connector with a competitor's 16 centimeters temporary tube. The treatment was continued and completed after the remedial action was performed. No repair kit used. There was no blood loss, and blood transfusion was not required. There was no intervention/treatment required as a result of the adapter issue and the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a3a, d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that there was a crack on two luer adapters. The adapters were the only components of the catheter that were returned and no other abnormalities were noted. It was reported that the device was leaking, cracked or broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during catheter maintenance in preparation for dialysis, the adapter was found to be broken. It was stated that the blue luer adapter had a leak, and a crack was observed. The catheter was repaired, and tego was not utilized. An instrument was used to loosen or tighten the device. Iodine was the cleaning agent used on the device. There were no patient symptoms or complications associated with the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.